Manufacturer narrative:
Potential causes for this alleged incident are labelled for in our instructions for use. These instructions may not have been followed resulting in the alleged incident.

Event description:
The alleged report is of a patient injury stated as "caused "burns" on patients forehead. (B)(4). This was a (B)(6) female patient in for tetrology of fallot repair, with two sensors placed on the forehead in the usual manner in the cvor prior to the surgical repair. They clean the forehead with a water wipe or saline wipe, dry the forehead and place sensors, they do not use an alcohol prep. Routine length of monitoring is during the surgical procedure until extubation, in this case the monitoring time was approximately 23 hours.